Event description:
Information received by medtronic indicated that customer stated they experienced high blood glucose event. Blood glucose level at the time of the event was 23 mmol/l. Customer stated they did not experienced any symptoms for high blood glucose event. The auto mode feature was inactive at the time of high blood glucose event. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Customer returned pump for an alleged cosmetic damage/high bg/under delivery (B)(6) 2021. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a cracked keypad overlay, missing display window cover, keypad overlay texture damage, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and scratched lcd window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Successfully downloaded history files and traces using thus software. The pump uploaded to carelink pro without any errors. However, on 11/09/2021 07:11:19.000 found normal bolus programmed, normal bolus amount programmed = 4.5, bolus amount delivered = 4.5. 11/09/2021 07:12:10.000 normal bolus delivered, normal bolus amount programmed = 4.2, bolus amount delivered = 4.2. 11/09/2021 13:25:31.000 normal bolus delivered, normal bolus amount programmed = 4.8, bolus amount delivered = 4.8. 11/09/2021 16:00:28.000 normal bolus delivered, normal bolus amount programmed = 2.4, bolus amount delivered = 2.4. In summary, unable to complete require testing due to missing retainer and broken reservoir tube lip. Unable to verify customer alleged for high bg/under delivery due to cosmetic damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.